Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for essential tremor and movement disorders reported they charged their ins to full four days prior to this report. The day prior to this report the patient went to the ER because their whole body was shaking so badly, they thought they were having seizures and were extremely exhausted. A cat scan and bloodwork were performed, but results were not available. The ins was checked the day of this report and it showed it was down to 1% battery level and the ins was off. The patient didn¿t know how her implant could have been turned off. When turning the ins on, the patient reported experiencing a shock. The ins was on and fully charged at the time of this report. The patient had not gone through any metal detectors. No further complications were reported.